Event description:
We became aware on (B)(6) 2024 that a sign im nail implanted to repair a fracture was replaced due to instability at the fracture site with shortening of the limb. The im nail was replaced with a 10mm x 380mm standard im nail per the sign technique manual. Surgeon comment: "patient had antegrade im nailing of right femur post op 6 weeks the distal screw backed out and patient presented with shortening of 2cm compared to the contralateral limb osteotomy below the fracture site was done and femoral distractor was used to achieve the length and had autologous bone graft".

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the instability is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.